Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same patient (reference 0001825034-2016-02874 / 02877). Product location unknown.

Event description:
Patient reported undergoing a closed reduction of the right hip due to alleged dislocation 33 days post-implantation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is number 3 of 5 MDR's filed for the same patient (reference 0001825034-2016-02874 / 02877 and 03625).